Event description:
N/a.

Manufacturer narrative:
Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during active iabp support with a sensation plus 50 cc intra-aortic balloon (iab) on cardiosave intra-aortic balloon pump (iabp), recurrent gas loss alarms with discoloration/condensation in the helium tubing raised concern for iab membrane perforation and blood ingress into the helium lumen. Per IFU, immediate therapy discontinuation and urgent balloon removal were recommended due to risk of thrombus formation and balloon entrapment. Percutaneous removal was unsuccessful, requiring surgical cutdown for iab extraction in the operating room.

Manufacturer narrative:
Corrected fields: d10, e1 (event site name), h6 (health effect clinical code).